Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and an issue with the set screw. The set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an implant procedure the physician reported a grommet/setscrew problem. They reported difficulties in fastening of the lead in the device header. Another implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.